Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the low impedances wasn¿t determined. The hcp hadn't seen the patient yet as they were booked out for months, due to this the mdo was going to reach out to the patient to schedule an appointment. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that contact 1 and 2 had impedances out of range (low). The patient was getting a replacement as their prior ins was at eos, so no impedances were able to be measured. Impedances were however checked intraoperatively with the new ins. The doctor would attempt to program on different contacts to help resolve the issue, but the issue wasn't resolved at the time of the report. No more surgical interventions occurred or would occur. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).